Event description:
It was reported that an infusor underinfused during patient use. A volume of 100 ml was infused over the course of 66 hours rather than 46 hours. The device was filled with a 100-ml solution consisting of 60 ml of fluorouracil and 40 ml of saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one sample for evaluation. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample which produced functional results within the specification range. No root cause was identified, as no evidence of product malfunction was observed. Should additional relevant information become available, a follow-up report will be submitted.